Event description:
Hcp reported "failed pump and chatether." The pt had no pain relief. The pump and catheter was explanted and returned to the manufacturer for analysis. A follow up report will be sent when additional information is obtained.